Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05 april 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server and remote support service was offline. A field service engineer replaced the network cable and verified network status at the wall outlet, confirmed that the issue affects multiple devices connected to the same port. The fse confirmed that the station remains in override mode due to a network port issue. The station was operational only in override mode, as network connectivity had not been restored. Customers need to notify facility information technology to address and repair the network port problem. The issue was confirmed to be external to the pyxis station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating with the server, the machine was down, and it appeared offline in remote smart service (rss). The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.